Manufacturer narrative:
H3 device evaluated by mfg: updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the proximal lumen of a non-stryker microcatheter. The stent delivery wire (sdw) was returned within the microcatheter. The introducer sheath was returned. The microcatheter was noted to be flat/crushed at the proximal end, distally to where the stent was located. The microcatheter was cut and a 0.0158" mandrel was used to push the stent out. The stent was deformed at the proximal end. The sdw was kinked/bent at the distal end, and stretched. The introducer sheath was noted to be intact. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The as reported 'stent deployed prematurely during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was received deployed within the proximal lumen of a non-stryker microcatheter. The sdw was returned within the microcatheter. The microcatheter was noted to be flat/crushed at the proximal end, distally to where the stent was located. The microcatheter was cut and a 0.0158" mandrel was used to push the stent out. The stent was deformed at the proximal end. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. Based on the information received and the device analysis, it is likely that difficulties advancing the atlas stent through the microcatheter led to difficulty advancing and retracting the stent through the catheter which led to its premature deployment. The event was likely influenced by procedural factors. The as reported 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed 'stent deployed prematurely during use', 'stent deformed', 'sdw deformed' and 'sdw kinked/bent' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the patient was diagnosed with an acoma (anterior communicating artery) aneurysm. The physician advanced a microcatheter into position along a guidewire, and then prepared to deliver the subject stent along the microcatheter. At this point, the physician found that the subject stent was stuck at proximal of microcatheter and could not be pushed forward, so they withdrew the microcatheter and the subject stent. They attempted to cut off the hub of the microcatheter and then use the delivery wire to push the stent out, but this failed. The subject stent got deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the patient was diagnosed with an acoma (anterior communicating artery) aneurysm. The physician advanced a microcatheter into position along a guidewire, and then prepared to deliver the subject stent along the microcatheter. At this point, the physician found that the subject stent was stuck at proximal of microcatheter and could not be pushed forward, so they withdrew the microcatheter and the subject stent. They attempted to cut off the hub of the microcatheter and then use the delivery wire to push the stent out, but this failed. The subject stent got deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.